Manufacturer narrative:
An event of device embolization after implant was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer septal occluder (aso) was implanted to close an atrial septal defect (asd). After leaving the procedure room, a transthoracic echocardiogram (tte) was performed, and the device was found to have embolized without causing a complete blockage of a blood vessel. The device was retrieved emergently in an open heart surgery. The asd was then closed surgically. The patient did not experience any permanent impairment or damage as a result of this event, and the patient remained hemodynamically stable throughout the procedure. The patient status was reported to be stable. No additional information was provided.